Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose has been high. Customer's blood glucose is 424 mg/dl. Customer changed the set and the cannula was bent. Customer's blood glucose went down for a short while but then they went back up. Customer treated with manual injection. Customer ran a manual prime and the insulin did exit the tubing. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change. Customer removed the set from his body and found that the cannula was bent and occluded.